Event description:
Philips received a complaint from customer biomed reporting o2 alarm message on a v60 ventilator. The issue occurred during set up for clinical use. The unit was removed from service. There was no report of harm. A philips remote service engineer (rse) evaluated the issue with biomed and confirmed error codes (alarm message: oxygen not available) and (alarm message: low o2 supply pressure) were present in diagnostic event logs. The rse advised the customer the problem may be due to oxygen source error and to check the attached tank and related connections. The investigation is ongoing.

Manufacturer narrative:
H10: the engineer provided their analysis findings however we are unable to confirm the corrective action, nor the final disposition of the device because the customer did not respond to requests for additional information. Multiple good faith efforts were made to retrieve device evaluation, repair, and operational status on 01/25/2023, 03/01/2023 and 03/13/2023, however, yielded no response from the customer. It is unknown if any parts or repairs have been conducted. The complaint will be processed for closure. If additional information is received at a later date, the complaint will be reopened, and a supplemental report will be submitted.